Event description:
During case adu lost agent delivery. 'Vaporizer failure' alarm displayed on screen. Reseating and replacement of vaporizer cassette did not correct problem. Adu then lost visual display of flow meter indicators and loss of flows 02, air, n20 - there was 02 flow to pt, but no control of flow on display or with needle valves. Adu then displayed 'fresh gas unit failure' alarm. Machine switched out - case resumed.